Manufacturer narrative:
Other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was charging the controller for 6 hours and it wouldn¿t go beyond 70%. The patient attempted to use the controller on (B)(6) 2017 and the battery was dead. The patient took the battery out of the controller and replaced it and it showed 10%. The patient was able to turn on the therapy using the controller. It was noted that the ins battery was at 70%. The patient then reported that the recharger would not recharge. It was also reported that the over the 3 weeks prior to the call, the ins would turn itself off and the user would have to turn the stimulation back on manually. It was noted that the ins battery was above 50% when this occurred. No further complications are anticipated.